Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had an error e433 when starting up, and the error still existed after restarting. There were no reports of patient harm.

Event description:
It was reported the subject device had an error e433 when starting up, and the error still existed after restarting. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.